Event description:
It was reported that during a surgery the anchor broke during insertion. The broken part remained embedded in the bone and could not be retrieved without risk of further complications. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.